Event description:
Attempted to gently pull catheter back and after about 1 cm noted resistance. Immediately stopped and pulled catheter and tuohy needle out simultaneously. Once needle and catheter out, noted that epidural catheter was coming out of the wrong port, catheter had shearing at end, and tip was not intact. Catheter was in spinal needle port and not the beveled opening for the epidural catheter. Appears to be 3-5mm of catheter missing along with black tip. Radiology studies did not confirm retained catheter piece. No patient harm. FDA safety report ID#: (B)(4).